Manufacturer narrative:
Concomitant products: product ID 3389-40, lot# j0537708v, implanted: (B)(6) 2006, product type lead; product ID 3389-40, lot# j0519623v, implanted: (B)(6) 2006, product type lead; product ID 37651, serial# (B)(4), product type recharger; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved.

Event description:
It was reported the patient woke up with tremors the morning of this report. The reporter stated they needed to restart the patient¿s implantable neurostimulator (ins). The reporter stated the patient usually recharged every night, but they thought the patient did not recharge the night prior to this report. When the patient placed the recharger over the ins they saw the battery blinking and nearly empty, but they did have eight coupling boxes. The patient tried to turn stimulation on, but they were unsuccessful. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.